Manufacturer narrative:
The insulin pump was received with a blank display due to a moisture damaged electronic assembly. The pump also had a moisture damaged motor and vibrator motor during the visual inspection. The pump had a minor scratched lcd window, a cracked case at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was exposed to water and nothing was working. Customer stated that the pump was submerged when he jumped into the pool with the pump. Customer reported that there was fluid under the lcd display. Customer stated that the pump was not dropped or bumped. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was explained that the pump is water-tight but not water-proof.